Event description:
The patient was implanted with bilateral breast implants in 2007 during a breast reconstruction procedure. Subsequently, the patient was diagnosed with cfs. The implants remain implanted and no device complications were reported.

Manufacturer narrative:
Add'l lot# 5731746.